Event description:
It was reported that the patient had a loose femoral stem of the right hip so the surgeon revised. The surgeon noted corrosion at the head trunion junction. Pseudo tumor was found in the surrounding tissue.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding corrosion and pseudotumor involving an accolade plus tmzf hip stem #5 was reported. The event was not confirmed. A photo provided for analysis of the accolade stem showed what looks like gray and black marking on the trunnion where the head articulates. Blood stains also noted all throughout stem. No further analysis can be obtained from the photo provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was received. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. Need revision op report, mar and pathology report to confirm event description.

Event description:
It was reported that the patient had a loose femoral stem of the right hip so the surgeon revised. The surgeon noted corrosion at the head trunnion junction. Pseudo tumor was found in the surrounding tissue.